Manufacturer narrative:
Approximate age of device: 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient became disconnected from the controller for an unspecified amount of time on (B)(6) 2019. The patient was reconnected by emergency medical service (ems) officials. The patient was transferred to the account where it was noted the pump was off for 1 hour and 43 minutes. Per the account, the patient was not feeling well and made an attempt to change their controller alone and was unsuccessful, which led to the before mentioned event. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a pump stoppage that appeared to be associated with the disconnection of the driveline; however, a specific cause could not conclusively be determined through this evaluation. The controller event log file contained data from (B)(6) 2019 through (B)(6) 2019. On (B)(6) 2019 at 3:56:35 pm, a pump toppage event was captured due to the driveline being disconnected and remained disconnected until (B)(6) 2019 at 5:40:00 pm. During this time frame, low speed hazard, low speed advisory, and pump stop fault flags were active. The data recorded in the log files showed that the left ventricular assist system (lvas) appeared to be operating as intended with stable pump parameters before and after the disconnection of the driveline. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported at this time. The heartmate 3 lvas instructions for use and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. No further information was provided. The manufacturer is closing the file on this event.